Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test for ECG "d". This failure was due to a broken bus wire connecting the dome to ECG "d". The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.